Manufacturer narrative:
H3 other text : evaluated by third party.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. However, there were findings of corrosion with the power connector of the unit, corrosion on metallic surfaces, and the unit could not power on to collect the error log/machine hours/error code numbers/software version. In addition, dust/dirt contamination was found inside the device. The device was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded also corrosion on metallic surface was observed. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.